Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information received indicated that a balloon burst during a percutaneous angioplasty procedure. The lesion was in the superficial femoral artery, described as heavily calcified and a chronic total occlusion. The balloon was delivered to the target lesion and upon initial inflation to 1-2 atmospheres that balloon ruptured. A second balloon was used and the same thing happened. The physician decided to end the procedure and send the patient for bypass surgery. MDR 1820334-2017-01885 captures adverse event.